Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the reported event. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
Surgeon reported that he removed a anchorage plate on friday (B)(6) 2019. On removal he noticed what appeared to darkened tissue around the plate and screw interface.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Surgeon reported that he removed a anchorage plate on (B)(6) 2019. On removal he noticed what appeared to darkened tissue around the plate and screw interface.